Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30160128l number, and internal actions were found during the review. Manufacturing ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smart touch sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a perforation was noticed as the patient became hypotensive. The perforation was confirmed by transthoracic echocardiogram (tte). Pericardiocentesis was performed to remove 1 liter of fluid from the pericardial space. The patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.